Event description:
It was reported that during preparation, error code 213 appeared. It is suspected that there is a bad power supply and/or resonator. The procedure was cancelled, and no patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the resonator and laser power supply (lps). The reported event was confirmed. The replaced resonator was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the resonator was in good physical condition. Burnt spots were found on the short aiming mirror (sam), beam splitter and lithium triborate (lbo) non-linear optics crystal. The laser output power was low due to damaged optics. The yag rod house was inaccurately assembled and the yag rod assembly had burn marks and the q-switch was damaged. The resonator was repaired by replacing the sam, beam splitter, lbo crystal, q-switch and rebuilding the yag rod housing. The console was installed on (B)(6) 2016. The system was last serviced on (B)(6) 2022. The console was fully functional with no issues from that time until the reported event date of 30 november 2022. Based on the information available, and analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the resonator and laser power supply (lps). The reported event was confirmed. The replaced resonator was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the resonator was in good physical condition. Burnt spots were found on the short aiming mirror (sam), beam splitter and lithium triborate (lbo) non-linear optics crystal. The laser output power was low due to damaged optics. The yag rod house was inaccurately assembled and the yag rod assembly had burn marks and the q-switch was damaged. The resonator was repaired by replacing the sam, beam splitter, lbo crystal, q-switch and rebuilding the yag rod housing. The console was installed on (B)(6) 2016. The system was last serviced on 14 september 2022. The console was fully functional with no issues from that time until the reported event date of 30 november 2022. The resonator was returned and underwent a thorough analysis. Visual inspection found burn spots on optics. Functional test was performed, and the resonator failed functional testing due to optics having burns which limits power. Yag (yttrium aluminum garnett) rod assembly has burnt marks and there was a damaged q-switch. The yag rod and burnt optics were replaced. Therefore, the reported event was confirmed, as the returned resonator failed functional testing as components needed to be replaced. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation, error code 213 appeared. It is suspected that there is a bad power supply and/or resonator. The procedure was cancelled, and no patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation, error code 213 appeared. It is suspected that there is a bad power supply and/or resonator. The procedure was cancelled, and no patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.